Manufacturer narrative:
(B)(4).

Event description:
Three endeavor sprint drug eluting stents were implanted in the lad during the index procedure. Angiographic complication of dissection occurred during the implantation of the second two endeavor sprint stents.